Manufacturer narrative:
The date of this report was documented as sep 9, 2016 on the initial report. It has been updated as aug 16, 2016. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the lever lock was defective and the motor was noisy and heating. It was further determined that the motor and control were defective, the screw was loose and the coupling did not rotate. It was determined that the fluctuations were at maximum speed 80000-76000 and the temperature was 120 f after 1 min 30. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by turkey that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device came apart - drive shaft. It was further noted that the device failed pre-test for loctite and cable, cutter lock, direction control, handpiece temperature and safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.